Event description:
Reporter indicated that the pt had her vns generator replaced because the battery was at end of service. The generator was replaced and returned for analysis. During analysis, it was found that the generator was not at end of service. Follow-up with the site indicated that the generator had been believed to be at end of service because the pt was experiencing an increase in seizures. Further attempts for information have been unsuccessful to date.